Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was undersensing noted on some episodes from the implantable cardiac monitor. Reprogramming options were discussed and the device remains in use. No patient complications have been reported as a result of this event.